Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2021. During the procedure, the patient was treated urgently for bleeding on ulcer. The clip was then able to grasp and lock onto tissue, but failed to release from the catheter to deploy despite many manipulations. Reportedly, the clip was removed by pulling on the mucosa. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.